Event description:
It was reported the pt developed a fever two days after the trial procedure for her scs system. It was reported a CT scan was taken which revealed the pt had pneumonia. The physician stated the pneumonia was not device related. F/u identified the pt's trial lead was explanted and the pneumonia had resolved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.